Manufacturer narrative:
The reported event was confirmed, and the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing silicone foley. Visual inspection of the sample noted obvious visible observation of an asymmetrical balloon, balloon concentricity was observed to be 100:0. This does not meet the specification "balloon symmetry shall not exceed a ratio of 70:30 when measured form the side of the shaft. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out during the patient repositioning. The balloon was found to be deflated. As per the additional information received on 25nov2021, it was noted that the balloon of the catheter was inflated asymmetrically. Per follow-up information received from ibc on 02dec2021, it was unknown whether the printing on foley catheter was faded before use or after use.

Event description:
It was reported that the foley catheter fell out during the patient repositioning. The balloon was found to be deflated. As per the additional information received on 25nov2021, it was noted that the balloon of the catheter was inflated asymmetrically.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.